Event description:
A customer reported to carefusion, "the inspiratory and expiratory circuit limbs become loose and disconnect from the patient wye connector."  The customer advised there was no patient impact associated with this event.

Manufacturer narrative:
(B)(4): one sample was received for evaluation. The parts were assembled in the inhalation and exhalation ports and they fit well and were not disconnected. Additionally, the samples were measured (ports) and all were within specification. However, a crack was observed in the pressure port. During visual inspection it was determined that the wye was made of polycarbonate material. A project has been opened and the investigation is ongoing to identify and address the probable root cause and to develop an applicable action plan. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material. All documentation of internal manufacturing device history records were carefully reviewed for the lot reported, and no issues were found that could result in the reported condition.

Manufacturer narrative:
(B)(4). Upon completion of the evaluation, a follow up report will be sent to the FDA.